Manufacturer narrative:
Further information was requested but not yet received.

Event description:
New information received notes that the device was explanted. The patient condition was unknown.

Manufacturer narrative:
The reported event of under-sensing, incorrect interpretation of signal, and inappropriate shock was confirmed. Device image was reviewed by technical services and under-sensing was confirmed, as well as inappropriate interpretation of signal that led to inappropriate therapy was confirmed. The device behaved as programmed. Functional testing was found to be normal. No problem was detected.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission, revealed that implantable cardioverter defibrillator exhibited incorrect interpretation of signal resulting inappropriate shock being delivered to the patient. Programming changes were discussed. The patient was in stable condition.